Manufacturer narrative:
A review of the device labeling notes the following: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera365¿ system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had an "abundant blue urine. Event confirmed by ultrasound without being able to identify balloon, so it was taken out which confirmed a tear."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell and center patch were dark blue and dark green in appearance. White particles were noted on the outer surface of the shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from two openings on the radius portion of the shell and from a large tear covering 20% of the posterior portion of the shell. Under microscopic analysis, the apparent origination point was noted to have sharp edges. The two openings were noted to have striated edges, consistent with surgical damage from device removal activities. Several non-penetrating nicks were observed on the device shell. Brown particles were observed on the inner surface of the valve channel.